Manufacturer narrative:
Vyaire file identification: pc-(B)(4). Vyaire medical evaluated the device onsite and checked the unit and ran est, but the o2 calibration failed. Checked the o2 cell and discovered a loose cable connected to the o2 cell. Reinserted the cable and calibrated fio2. The blending accuracy was tested, and the unit passed. Fio2 was passed by rt director, and it was possible to duplicate low fio2 by loosening the o2 cable. To resolve the cell issue, the o2 cell was replaced. New o2 cell was calibrated. Ovp was run, and the unit passed all tests and continues to operate in accordance with OEM specifications. Blending accuracy was also tested with the compressor turned on without any problems. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator is having a low fio2 (fraction of inspired oxygen) alarm. The customer confirmed that there was no patient associated with the reported event.